Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and moderately calcified right superficial femoral artery. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. However, during first inflation at 8 atmospheres for 10 seconds, the balloon ruptured. The device was removed and inflation was done with a 4mmx4cm sterling balloon catheter without issue. Subsequently, two 6mmx12cm eluvia devices were placed and post dilatation was performed with a 5mmx12cm sterling balloon catheter. The procedure was completed no patient complications reported and the patient's status was good.

Manufacturer narrative:
Initial reporter city: (B)(6).